Event description:
Walmart courtesy notice of reported incident: it's defective. I thought it was secure on my toilet but it wasn't enough, fell off and I have two fractured vertebrae in my back among other things and it also messed up my left shoulder so I do not recommend this toilet seat it is defective. It can cause injuries wish I knew who is the maker. Oh this toilet seat they need to rethink the construction of it and I wish they could go through the pain I'm going through right now because of that toilet seat.